Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod3s. During the procedure, the physician encountered resistance during insertion of the pod3 into the rotating hemostasis valve (rhv). Subsequently, the pod3 pusher wire kinked and broke. Therefore, the pod3 was removed from the procedure. The procedure was completed using a new pod3. There was no report of an adverse effect to the patient.